Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple cs064 alarms. Upon rewind of the pump, during the pump¿s priming sequence, a cs 078 alarm was reproduced. Investigators were unable to perform further testing due to the alarm. The pump was opened, and moisture was found on the printed circuit board. The call service alarm was found to be due to the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.